Manufacturer narrative:
This ra lead remains in service. At this time, there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead displayed an increase in pacing threshold measurements. All other measurements were normal and within range. It was suspected this ra lead dislodged. The decision was made to reposition this ra lead. All measurements were stable. There were no adverse patient effects reported.